Event description:
It was reported by the rep that during a lap cholecystectomy procedure, the first three or four clips did not form correctly. The proximal end formed correctly, but the distal end did not form correctly and the case was completed with the device. There was no patient consequence reported.